Event description:
A malfunction was reported on the pump, identified by malfunction code 12, though there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to report any recurring issues.